Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this ingevity lead was an attempted implant. High pace impedance measurements were observed despite repositioning the lead several times. The lead was removed and an alternate implanted without issue. The lead was not made available for return. No adverse patient effects were reported.